Event description:
The customer observed falsely elevated alinity I b12 results. The following data was provided. Patient (B)(4): sid (B)(6), (B)(6), 2022 176 pg/ml - b12 deficiency, (B)(6) 2022 313 pg/ml - normal value, (B)(6) 2022 178 pg/ml - b12 deficiency, the patient was further tested by an external lab and the value was <150 pg/ml - b12 severe deficiency. Patient (B)(4): sid not provided. The customer's results were 185, 300 and 234 pg/ml. Sample was sent to an external lab and the value was 229 pg/ml in agreement with the normal range. Customer ranges/interpretation: <148 severe deficiency, <187 deficit, 187- 883 pg/ml normal value. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Service inspected the analyzer and performed multiple troubleshooting procedures including part replacements (pipettor probes, syringe assembly and 100ul buffer pump) to resolve the issue. An instrument service history review did not identify any service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.